Event description:
It was reported the patient had a jolting sensation while driving. It was noted the patient had driven to see their healthcare professional (hcp) yesterday to get an xray and while driving over little bumps the patient had pain at the implantable neurostimulator (ins). It was further noted the pain traveled down to the patient¿s leg and it felt like a toothache. It was noted that the xray showed that everything was intact. The reporter stated they hcp advised the patient to contact the manufacturer. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).